Event description:
Reportable based on device analysis completed on 11-oct-2018. It was reported that the coil was stuck in the catheter and the interlocking arm was out of shape. The target lesion was located in the mildly tortuous splenic artery. An 18mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil could not be delivered and was stuck in the distal of the catheter. The catheter and coil were removed together. Furthermore, it was noted that the interlocking arm was out of shape. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed that the main coil was broken and the interlocking arm was detached. Device evaluated by MFR: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The main coil was broken and the interlocking arm was detached and it was not returned; the main coil was found kinked and stretched. The introducer sheath was inspected and no anomalies were noted, the twist lock of the introducer sheath had been opened, but, dry blood were noted inside the introducer sheath and the coil fiber bundles. The delivery wire was stuck inside the introducer sheath; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface. The interlocking arm did not show damages. The main coil zap tip has a smooth surface. The main coil was broken, stretched and kinked. The interlocking arm was detached from the main coil and it was not returned. Dimensional inspection revealed that the delivery wire weld outer diameter (od), wire arm od, and wire zap tip were within specification. Main coil number of distal fiber bundles, number of proximal fiber bundles, zap tip od and primary coil od were within specifications.